Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger would not power on properly. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (would not power on properly and not charging batteries) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to charger the batteries. The cause for the resets was isolated to a shorted u13 cmos flash microcontroller and a contaminated battery board. The root cause for the shorted u13 component could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.